Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok keypad button was intermittently unresponsive. The patient denied damage or moisture to the pump. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the ok key contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.